Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the electrosurgical pencil cord's outer and inner insulation was missing, exposing electrosurgical wires. It was not used on pt since it was noted as defective before procedure.